Event description:
It was reported by the sales representative that there was high impedance >400 ohms. The device was removed from service. No patient complications have been reported as a result of this event.